Event description:
It was reported the patient underwent a right hip revision approximately 11 years and 7 months post implantation due to trunnionosis and pseudotumor, followed by a second revision approximately 9 months later for greater trochanter fracture and abductor deficiency. During the first revision, the cup and stem were retained. Subsequently, a second revision was performed in which the cup and stem were again retained, and a cemented constrained liner was placed. Trunnionosis was noted on the trunnion. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown 12.5 mm extended offset neck femoral stem item# unknown lot# unknown. Unknown 56 mm acetabular component item# unknown lot# unknown. Unknown 35 mm self-tapping screw item# unknown lot# unknown. Trilogy acetabular system liner item# 6310-056-32 lot# 64999470. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.